Manufacturer narrative:
According to the complainant the device will not be returned for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158 cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.5-p001 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized on (B)(6)2025 with hyperglycemia. The patient's blood glucose levels reached above 22 mmol/l and ketone level at 5 while wearing the pod between 25 and 36 hours on the abdomen. Additionally, the patient's legal guardian reported that the controller battery was draining quickly, and when the controller was completely turned off it was not delivering basal insulin. Reported symptoms include high blood glucose, nausea, fatigue and headache. The patient was diagnosed with high blood glucose levels and high ketones. Additionally, it was reported that there were lumps and an aneurysm on the abdomen, for which the doctor recommended the rotation of pod sites. The patient was treated with manual insulin pen and was monitored. The blood glucose level was normalized and remained stable overnight. The patient was discharged from the hospital (B)(6) 2025.